Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 with associated fault code, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of problematic pump within specified timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.